Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site reaction is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(6) 2019 the patient had massive stomach cramps and pain. The gastroenterologist was present but could not find anything from the outside. The crp (c-reactive protein) increased to 111. Since (B)(6) 2019 the patient was treated with intravenous antibiotic co-amoxycillin. With this the crp went down from 115 to 71. Next to the crp increase, there were no further signs of peritonitis. It was determined that the patient had an inflammation of the stoma which was limited locally and was accompanied by an irritation of the peritoneum, which could not be classified as peritonitis. As of (B)(6) 2019 transfer to rehabilitation center planned.